Event description:
It was reported that the lead was explanted and replaced during a device change out procedure. Recurrent oversensing had been observed on the rv lead. The patient medical condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: insulation damage was noted at 34.5-35.5cm from the connector pin consistent with clavicle crush damage. The etfe coating was intact at this location. External insulation abrasion was noted at 4.8-6.0cm from the connector pin, consistent with lead friction to the ICD can. The sensing coil was exposed at this location. This is consistent with the observation from the field of oversensing.